Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation from their device, as well as "spasms" in the device pocket area and legs. It was stated that palpating the area caused the spasms to stop temporarily, but they returned. It was stated the symptoms had been occurring for "several months." Additional information has been requested, a f/u report will be sent if additional information becomes available.